Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-sep-09, information was received from a friend/family member regarding a patient who was implanted with an implantable neuro stimulator (ins) for non-malignant pain. Pt's wife (caller) stated that for the last five days, the pt's controller has shown that the implant battery is at 100%. Caller said that the pt was not feeling stimulation and their back was hurting. Both the controller and implant battery show they are charged to 100%. Caller shared that they had the recharger plugged in to the controller and showed excellent recharge quality. Pt usually charges their implant once a day. Pss directed caller to check that stimulation was on by pressing the while button on the top of the controller; caller turned stimulation on during the call. Pss directed caller to increase stimulation which pt confirmed that they could now feel; pss directed caller to turn the stimulation to the pt's comfort level. The troubleshooting steps that were taken on the call resolved the issue. On 2021-oct-08, additional information was received from the patient reporting that the circumstances that led to the patient not feeling stimulation and a painful back was their device was turning stimulation off on its own. Steps taken to resolve these issues were the patient was told to check to see if the stimulation was on and it wasn¿t on. The patient was then told how to turn it back on. The patient noted that this was the second time this had happened to them. The patient weighed (B)(6) pounds at the time of the event.